Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-02453. This report is being submitted as additional information. Approximate age of device- 2 years and 11 months. Manufacturer's investigation conclusion: the replaced segment of the percutaneous lead (driveline) and explanted pump were returned for evaluation. The evaluation of the returned portions of the driveline confirmed wire damage that would have contributed to the reported pump stoppage events that were captured in the submitted log file. The replaced portion of the driveline was returned in a segment measuring approximately 17". Rescue tape was observed 2¿ through 12.5¿ from the metal connector. Gauze was also taped to the driveline 3¿ through 6¿ from the metal connector. A repair site was observed from a previous distal end repair. An electrical continuity test of the returned driveline was conducted and all wires were found to be electrically intact. The silicone jacket was damaged 4¿ from the metal connector. Multiple areas of shield breakdown were observed. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Hipot testing of the driveline segment did not reveal any areas of compromised wire insulation that would have contributed to the reported events. The pump was returned assembled with the driveline severed approximately 5¿ and 11¿ from the pump housing and the distal portion of the driveline was also returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The sealed outflow graft and the outflow graft bend relief were also not returned. Both the pump-end segment and the distal segment of the driveline were tested for electrical continuity in the condition that they were received and did not reveal any discontinuities or shorts. The outer silicone jacket, clear bionate cover, and the metal braided shield were carefully removed in order to evaluate the underlying wires. Visual examination of the pump end segment of the driveline revealed a breach on the brown wire 8¿ from the pump housing. The observed wire damage appeared to be the result of abrasion from the metal shield. Both the pump-end segment and the distal segment of the driveline were then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. The test did not reveal any additional areas of damage. If the exposed conductors of the brown wire contacted the braided shield while the system was connected to a tethered power source (such as the power module) using a grounded patient cable, the resulting electrical short to ground would have caused the reported pump stoppages captured in the submitted log file. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that multiple pump stoppages occurred on (B)(6) 2017. During the analysis of the log, the manufacturer¿s technical services representative reported that the log showed multiple pump stoppages. These issues only appear to be occurring while the vad is connected to the power module. The x-rays submitted were unremarkable. On (B)(6) 2017, a distal end percutaneous lead (driveline) replacement was performed. After the replacement, no additional problems have been reported thus far. However, based on the fact that no damage was seen on returned percutaneous lead, the surgeon is concerned that damage is in fact internal and moved for a pump exchange. The patient underwent a pump exchange on (B)(6) 2017 and is reported to be recovering well. No additional information was provided.